Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, premature battery depletion was observed on the device. The device was explanted and replaced. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported premature battery depletion was not confirmed. As received, the pacemaker was in backup vvi mode due to exposure to cold temperature storage and had reached elective replacement indicator (eri) battery voltage level. The device image (entire memory contents) recorded that egms were in high usage and that device was pacing in high output mode at times; these can accelerate battery depletion. A longevity calculation was performed and the pacemaker met its expected longevity requirements with normal battery depletion. Electrical and mechanical testing in the laboratory indicated normal functionality for a pacemaker at eri.